Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was trying to remove the paper backing and the needle popped out from his body. Customer's blood glucose was unknown mg/dl. The customer was advised that he can used the sure-t sets. Customer declined troubleshoot for tape not sticking. The customer was advised to return the sets. Customer said that he would call back with the set information, so he can get the sets replaced.